Event description:
It seems that the catheter is very elastic until you reach the markings then it is brittle and breaks when pulled. It can be repeated with other catheters that were not used on a patient. I believe two patients, yes standard epidurals for or surgery, no injury thus far.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It seems that the catheter is very elastic until you reach the markings then it is brittle and breaks when pulled. It can be repeated with other catheters that were not used on a patient. I believe two patients, yes standard epidurals for or surgery, no injury thus far.

Event description:
It seems that the catheter is very elastic until you reach the markings then it is brittle and breaks when pulled. It can be repeated with other catheters that were not used on a patient. I believe two patients, yes standard epidurals for or surgery, no injury thus far.

Manufacturer narrative:
Qn# (B)(4). A device history record review could not be performed as no lot number was provided by the customer. A review of sales history data was performed to obtain a lot number. However, there was no record of purchase of this product by this customer. A review of design change history for part number kz-05400-030 was performed as a part of this investigation. No design changes have been made to this part in the past two years that would have led to this complaint. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. The device history records were not reviewed as no lot number was provided by the customer and no sales history records could be found for this customer for this product. Therefore, the potential cause of this complaint could not be determined based upon the information provided and without a sample. No further action is required at this time.